Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU. IFU states: "potential adverse events adverse events which may be associated with catheterization and ablation include: pericarditis . Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device.

Event description:
Newton af clinical study ID: (B)(6). It was reported that a stablepoint catheter was used in a clinical atrial fibrillation ablation procedure on (B)(6) 2022. It was reported that the patient experienced pericarditis. The night after the procedure, the patient was complaining of pericarditis pain, electrocardiogram changes were also confirmed then treated with colchicine and naproxen. The suspected cause was the ablation procedure. The event has been resolved.